Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the pump was broken and would like to order a new one. There was no allegation of an adverse event with this complaint. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/15/2017 with the following findings: during investigation, the battery compartment was found to be cracked. The display screen had a pink contrast. The keypad was intact and all the keys were responsive. There was an alarm observed in the black box. The pump was exercised for 24 hours with no errors, alarms or warnings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).